Event description:
Routine complaint investigation when a consumer reported receiving blood glucose values of 47 mg/dl and 147 mg/dl within one minute of each other. These values, when plotted on a clark error grid show the difference to be clinically significant. No death, serious injury or medical intervention was reported with the event.